Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be confirmed. The device logs from 8/13/2025 showed normal pacing activity, with no signs of malfunction. All entries indicated the device was working as expected. The reported "lead off" message matched the use of three ECG leads, and the warning seen is normal when pacing is turned on but does not detect a valid patient's impedance. The r series pacer has two modes: demand (pulses only delivered if the patient's heart rate is too low) and fixed (pulses delivered at a set rate regardless of heart rate). Demand mode requires ECG signals to work correctly. If the ECG signal is lost, which can happen during patient care (e.g., moving, bathing, or changing pads), the device automatically switches to fixed mode to ensure therapy continues without interruption. The device passed functional testing with no discrepancies. It was determined to be functioning as expected. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device unexpectedly began pacing the patient despite one of the 3-leads coming off the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.